Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional narrative: ruptured condition confirmed. Visual examination of the sample confirmed a ruptured bladder in a footed position. A tier ii CAPA (B)(4) was initiated to address the root cause investigation of the bladder rupture issue. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
It was reported to baxter (B)(4) that one (1) infusor lv5 was observed with a ruptured reservoir during patient use. This event occurred at the patient?s home. This device was filled with normal saline and 5-fluorouracil. There was no patient injury or medical intervention. No additional information is currently available.